Event description:
Pt reported that device was noisy on three occasions, and that device generated a mechanical error. Pt has also had problems with high blood glucose (200-300's mg/dl) for a few mos, and they feel the device is at fault. Pt self-treated high blood glucose by bolusing.